Event description:
It was reported the patient's lead exhibited high impedances intraoperatively. The lead was wiped down and reattached for testing, but did not resolve the issue. The sjm representative was able to program the patient, and the lead was left implanted. Follow up determined the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.